Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79.

Event description:
The customer reports that one patient has repeatedly generated (B)(6) architect anti-hcv assay results while the same samples generated (B)(6) results on the roche and murex platforms. Pcr also generated (B)(6) copies of (B)(6). The following was provided: (B)(6). The customer was provided a kit of the architect hcv ag assay (which had expired while in the customer's possession) for experimental use only, which was tested with a thawed sample from the patient in question. The result was (B)(6) at greater than (B)(6). Controls were within specifications. The customer was aware that the architect hcv ag assay used was expired and therefore was not used in patient management. This patient had eventually become pregnant and delivered full term. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation for this product. This review also did not identify any potential non-conformances or non-conformances or deviations. Based on this data, the product is performing as intended and no product issues were identified. An in-house retained reagent kit of architect anti-hcv reagent, lot number 64064li00 (which contains the same bulk material as lot 64064li03) was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. Two sensitivity panels (core only panel and ns3 only panel) and the positive control were tested. The results were in the expected ranges and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Reagent lot 64064li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. No returns were available from the customer site. The architect anti-hcv assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. Catalog# from -32 to -27; lot# from unknown to 64064li03.